Manufacturer narrative:
The product was installed at the user site (B)(6) 2011. There have been no clinical complaints from the user site regarding this specific serial number since that time. The product device history record and service history was reviewed (B)(6) 2013 with no issues found. The site reported they initially treated the patient using the 755nm treatment parameters for a skin type iii. They reported the unit then "made a puff noise" and prompted the user "to recalibrate the machine or call for service." It was reported that the treatment proceeded using the 1064nm treatment parameters for a skin type IV.

Event description:
A site reported that a patient received treatment for hair removal and reported a blister and ulceration on the inner and outer right thigh. Emla was reported to be used as a topical anesthetic. It was reported that biafine and tns recovery complex was used on the treated area post treatment.